Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The terminal aorta was 17 mm in diameter and the iliac arteries measured 10-11 mm. It was reported that after the bifurcated stent graft was deployed, the metal component distal to the delivery system balloon caught on the fabric of the stent graft or on one of the metal struts that had not been fully expanded yet. The physician pulled the push rod all the way back, stuck the graft cover with a needle and advanced a wire within the graft cover. A 7 fr sheath was inserted into the delivery system graft cover and a balloon was inserted and inflated at the location where the metal piece was caught. The delivery system was successfully released and removed from within the patient. This did not result in any movement of the stent graft and no further intervention was required. No additional clinical sequelae were reported, and the patient is fine. The delivery system was discarded.